Event description:
It was reported that the left ventricular lead had chronic high threshold. The device was also noted to have a shorter longevity than the physician expected. The lead was explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was returned and analyzed. Analysis of the device memory was performed and no anomalies were found. The battery voltage on 2014-(B)(6) mean longevity is approximately 15 months. The left ventricular lead is 6.00 v/1.5 ms with a pace percent of 96.8. Approximately 20% of the battery had been consumed. Estimator updates every two weeks and it has been 9 days since when the lv was programmed off. (B)(4).